Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent undersensing of ventricular activity. This was observed following shock delivery for a fast ventricular tachycardia (vt) episode. No adverse patient effects were reported. This rv lead remains in service. Due to limited information provided, additional details were not available.

Manufacturer narrative:
The lead remains in service. Therefore, it was not returned for analysis, and a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.